Manufacturer narrative:
Device investigation narrative - one 72202468 fast-fix 360 curved needle delivery system device returned. This device is used. T1 was not returned. T2 and partial suture were returned. The depth limiter is attached and creased. The delivery needle is bowed. These symptoms indicate difficulty with reaching desired surgical location. Per IFU: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A functional test was performed. The device cycles and actuates with drag. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.

Event description:
It was reported the implant was outside. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.